Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module channels disconnects frequently without an alarm. Customer told it happens often, even if just rolling the IV pole over a bump. There was patient involvement but outcome is unknown.

Manufacturer narrative:
Correction: describe event or problem. Root cause: the root cause for the reported issue of an channel disconnects - failure to alarm was not determined because no products or device logs were returned.

Event description:
It was reported that the pump module "channel disconnects frequently without an alarm". Customer told it happens often, even if just rolling the IV pole over a bump. There was patient involvement, but outcome is unknown. Bd received additional information. It was reported to bd representatives who were on site to gather additional information that the incident occurred during the dayshift in the ICU (intensive care unit) while the patient was undergoing dialysis. The dialysis nurse was in the patient¿s room running an "amnioinfusion" when they accidently bumped into the pump module, which was administering a cardiac drip at the time. The primary nurse noticed an increase in the patient¿s heart rate on the monitor and returned to the room. Upon entering, she noticed that the pump module running the cardiac drip had stopped. To troubleshoot, she turned the pump module back on and resumed the infusion. No further issues with the infusion were noted, and the alaris system device setup was never sequestered. At the time of the event, the alaris system was plugged into an ac outlet, but no alarm sounded, and no error codes were displayed. The nurse did not notice any visible damage to the pump module or the iui connectors.